Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge, customer changed cartridge related supplies and customer resumed insulin therapy.